Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with a bag hold the broken needle, for the report. The sample was visually inspected and found to be non-conforming with the needle and the inner cutter broken off in the stiffener. The inner diameter of the portion of the cutter broken off in the stiffener is occluded. Disassembly activities and a wear evaluation were unable to be performed due to the visual condition of the probe. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe needle and inner cutter were broken off of the probe at the stiffener. The exact root cause of the broken needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An exact root cause for the broken needle and inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe was broken during vitrectomy surgery, the cutter shaft was broken when the periphery was getting cut and it was caught in the trocar and did not fall in the eye. The procedure was completed after the product was replaced with another one. There was no harm to patient.